Event description:
Per the clinic, the patient experienced an infection at the scalp. Subsequently, the patient underwent a skin revision surgery (specific date not reported) and was treated with IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.